Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed which showed right atrial (ra) undersensing on both the stored atrial tachy response (atr) episode and presenting electrogram (egm). Boston scientific technical services (ts) noted that the graph showed that the patient is in chronic atrial tachycardia, but is possibly switching in and out of mode switches due to the undersensing. The cause of the syncope was undetermined. Ts further noted the right ventricular (rv) lead measurements and pacing rate of 70 looked appropriate. A right ventricular automatic threshold test had been completed in the last 72 hours and was successful. Ts recommended increasing the sensitivity of the ra lead. The field representative noted that the cause of the syncope was not determined. The ra sensitivity was increased as per ts recommendation. The pacemaker and ra lead remain in service and no additional adverse patient effects were reported.